Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. One ventricular fibrillation (vf) episode and 5 lead failure predictor episodes of less than 220 milliseconds v-v cycle are recorded on (B)(6) 2013. 573 v-sic have occurred since (B)(6) 2013. Lia triggered on 14 may 2013 due to meeting the conditions for non-sustained tachycardia episodes and v-sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator (ICD)  2013 (B)(6). (B)(4).

Event description:
It was reported that there was double ventricular sensing observed on the strip, and the r waves on the right ventricular (rv) lead were low. X-rays were performed, and the rv lead was suspected to be dislodged. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.